Event description:
On 13/dec/2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) /2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. Upon infection follow up by the outpatient clinic, it was discovered the patient was not wearing a mask during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip ceftazidime was discontinued upon culture results. The patient recovered from this event as he remained asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction or any fresenius product(s) or device(s). The patient has since transitioned to in-center hemodialysis for renal replacement therapy due to a severe pd catheter (not a fresenius product) infection with catheter removal (event captured and investigated in complaint file (B)(4). The patient plans to resume ccpd therapy on the same liberty select cycler once cleared by his nephrologist.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human nares and skin. Therefore, liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 13/dec/2023, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with staphylococcus aureus in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. Upon infection follow up by the outpatient clinic, it was discovered the patient was not wearing a mask during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip ceftazidime was discontinued upon culture results. The patient recovered from this event as he remained asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction or any fresenius product(s) or device(s). The patient has since transitioned to in-center hemodialysis for renal replacement therapy due to a severe pd catheter (not a fresenius product) infection with catheter removal (event captured and investigated in complaint file (B)(4)). The patient plans to resume ccpd therapy on the same liberty select cycler once cleared by his nephrologist.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.